Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). The device involved was not returned to the manufacturer for evaluation. A review of the device history records for sl-2010m2096, lot 01254004, was performed and no quality issues occurred during the manufacturing process of this lot related to the reported event. If additional pertinent information becomes available a follow-up report will be filed.

Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by user facility: at the end of the treatment the bloodline separated below the arterial pod before the blood pump. The patient had already been disconnected when the event occurred. No patient injury reported.